Event description:
Boston scientific crm received info that the pt implanted with this implantable cardioverter defibrillator (ICD), was in the hosp and expired. The pt's daughter inquired why the device did not fire. There were no physician allegations against device functionality.

Manufacturer narrative:
The device has not been returned for analysis. Should add'l info become available, or if the device is returned, this event will be updated.